Event description:
The customer reported via phone call that she had a no delivery alarm. Customer performed a 5.0 unit fixe prime and the insulin did exit. Customer reported the insulin does not exit during a manual plunger push. Customer stated that there is greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer was using novolog insulin. Customer was advised to replace the infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.